Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pulse rate in "the high forties or low fifties" however the lower rate of the implantable pulse generator (ipg) was set to sixty beats per minute. The ipg remains in use. No further patient complications have been reported as a result of this event.